Event description:
The hcp reported the pt was experiencing "withdrawal symptoms" of anxiety and increased pain. In 11/2003 a rotor test showed the rotor to be working. The hcp was unable to aspirate drug from the sideport in 2003 and again in 2003. It was presumed to be a granuloma and the catheter was revised five days later. The pt is reported to be weaning off the oral pain medication and is recovering well without sequela.